Event description:
It was reported that the core sumex drill had exposed wires at the user facility. It was unknown whether they were bare copper wires or not. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. After follow-up, no further information was available regarding this event.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.

Event description:
It was reported that the core sumex drill had exposed wires at the user facility. It was unknown whether they were bare copper wires or not. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. After follow-up, no further information was available regarding this event.

Manufacturer narrative:
Additional information was received from the account that an incorrect serial number had been reported with this complaint. The correct serial number of the device associated with this event was provided. After return of this device to the manufacturing facility, it was reported during service inspection that no bare exposed copper wires were identified on the device; the insulation of the wires was still intact. Therefore, this did not create a condition where the user and/or patient would be exposed to electrical current or potential electrical shock.